Event description:
In 2009, the pt underwent an endovascular procedure to treat a descending thoracic aortic aneurysm. A gore tag thoracic endoprosthesis was implanted and excluded the aneurysm. Upon withdraw of the gore introducer sheath with silicone pinch valve; a tear was caused extending from the right external iliac down through the right common femoral artery. The physician repaired the tear with an 8x10 mm ptfe graft. The pt tolerated the procedure. Blood loss was greater than a liter.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore introducer sheath with silicone pinch valve instructions for use, ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result. The outer diameter of the 24 fr sheath is 9.1 mm. The largest vessel measurements in this pt were 8.7 mm.